Event description:
General report received of under-delivery on the secondary line using syringe delivery in the concurrent mode. The customer reported that they have been experiencing under-delivery of antibiotics using a 10-15ml syringe on the secondary line while concurrently delivering other fluids on the primary line. The antibiotics were programmed to deliver 10ml over 20 minutes. It was not known at what rates the primary infusions were programmed. There have been no reported adverse patient events associated with any of the under-delivery events. No medical interventions were required for any patients. The device returned for this complaint was one of the devices identified as under-delivering an antibiotic to a patient. Though requested, there was no further information available.